Event description:
Event verbatim [preferred term] got burned and had blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer (patient's father). This consumer reported for two patients. This is 2nd of two reports. A 60-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number ad3848, expiration date 21dec2021, on his back since 2016 or 2017, for back pain. The color of the box was red, the size was l/xl, 2-count package. Medical history and concomitant medications were not reported. It was unknown if the patient used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient started using the thermacare heatwraps in 2016 or 2017. He did not have any problem with these products at first. He got burned and had blisters on more than one occasion, unknown number of times since 2016 or 2017 with the most recent occurrence in (B)(6) 2019 or (B)(6) 2019. This happened several times because he did not know what was going on and he had back pain. He thinks he noticed the events the next day or two. He recovered completely from the events approximately 1-2 weeks after event from/onset dates. It was unknown of the patient received any treatment or other medical intervention for the event. The father stated that the patient read the usage instructions on the thermacare heatwrap before using the product. He used the heatwrap for "maybe 8 hours". The father reported that the patient probably wore the heatwrap sometimes on the skin, sometimes over a t-shirt. The patients' skin tone was described as medium (neither light nor dark). He had no abnormal skin conditions and did not have sensitive skin. It was unknown of the patient checked his skin under the heatwrap. The patient was not engaging in exercise while using the product as he has back pain but he did a lot of walking. It was unknown if the patient was taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time of the event. It was also reported that the involved products have been discarded and the packaging was sealed and intact. Per the product complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots.an evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-# complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exists for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. On the basis of this evaluation, a trend does not exist for this lot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-#, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The action taken with thermacare heatwraps was permanently withdrawn. The outcome of the event was recovered. . Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow-up (20aug2019): new information received from the product quality complaint group includes: investigation summary. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event "burns and blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event "burns and blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-# complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exists for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. On the basis of this evaluation, a trend does not exist for this lot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal dat.

Event description:
Event verbatim [preferred term] got burned and had blisters [burns second degree] , wore the heatwrap sometimes on the skin/read the usage instructions on the thermacare heatwrap before using the product [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer (patient's father). This consumer reported same events for two patients. This is the second of two reports. A 7-decade-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number ad3848, expiration date 21dec2021, also reported as expiration date 31oct2021, on his back since 2016 or 2017, for back pain. The color of the box was red, the size was l/xl, 2-count package. Medical history and concomitant medications were not reported. It was unknown if the patient used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient started using the thermacare heatwraps in 2016 or 2017. He did not have any problem with these products at first. He got burned and had blisters on more than one occasion, unknown number of times since 2016 or 2017 with the most recent occurrence in (B)(6) 2019. This happened several times because he did not know what was going on and he had back pain. He thought he noticed the events the next day or two. He recovered completely from the events approximately 1-2 weeks after event from/onset dates. It was unknown of the patient received any treatment or other medical intervention for the event. The father stated that the patient read the usage instructions on the thermacare heatwrap before using the product. He used the heatwrap for "maybe 8 hours". The father reported that the patient probably wore the heatwrap sometimes on the skin, sometimes over a t-shirt. The patients' skin tone was described as medium (neither light nor dark). He had no abnormal skin conditions and did not have sensitive skin. It was unknown of the patient checked his skin under the heatwrap. The patient was not engaging in exercise while using the product as he had back pain but he did a lot of walking. It was unknown if the patient was taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time of the event. It was also reported that the involved products had been discarded and the packaging was sealed and intact. The action taken with thermacare heatwrap was permanently withdrawn. The outcome of the event got burned and had blisters was resolved in 2019 and the outcome of the other event was unknown. Per the product complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Summary of investigation: batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-# complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exists for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. On the basis of this evaluation, a trend does not exist for this lot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-#, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Additional information received from product quality complaints included: severity of harm was s3. Additional information received from product quality complaints included: summary of investigation: batch ad3848 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the second complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guideline, effective 19-nov-2019, a visual evaluation was performed to identify if a potential trend exist for the lot and subclass. No trend was identified. Refer to attachment adverse events ad3848. On the basis of this evaluation, a trend does not exist for this lot. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclass of adverse event/serious/unknown. Refer to the attached 24 month trend chart attached adverse event lbh may 2017 to may 2019. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow-up (20aug2019): new information received from the product quality complaint group includes: investigation summary. Follow-up attempts are completed. No further information is expected. Follow-up (23aug2019): this is a follow-up report from the product quality complaint group includes additional expiration date, severity assessment and event "wore the heatwrap sometimes on the skin/read the usage instructions on the thermacare heatwrap before using the product" added. Follow-up (21nov2019): new information received from the product quality complaint group includes updated investigation result. This case has been considered a reportable malfunction. Company clinical evaluation comment: based on the information provided, the events "burns and blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "burns and blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-# complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exists for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. On the basis of this evaluation, a trend does not exist for this lot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal da...

Event description:
Event verbatim [preferred term] got burned and had blisters [burns second degree] , . Case narrative: this is a spontaneous report from a contactable consumer (patient's father). This consumer reported for two patients. This is 2nd of two reports. A (B)(6) year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number ad3848, expiration date 21dec2021, on his back since 2016 or 2017, for back pain. The color of the box was red, the size was l/xl, 2-count package. Medical history and concomitant medications were not reported. It was unknown if the patient used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient started using the thermacare heatwraps in 2016 or 2017. He did not have any problem with these products at first. He got burned and had blisters on more than one occasion, unknown number of times since 2016 or 2017 with the most recent occurrence in (B)(6) 2019. This happened several times because he did not know what was going on and he had back pain. He thinks he noticed the events the next day or two. He recovered completely from the events approximately 1-2 weeks after event from/onset dates. It was unknown of the patient received any treatment or other medical intervention for the event. The father stated that the patient read the usage instructions on the thermacare heatwrap before using the product. He used the heatwrap for "maybe 8 hours". The father reported that the patient probably wore the heatwrap sometimes on the skin, sometimes over a t-shirt. The patients' skin tone was described as medium (neither light nor dark). He had no abnormal skin conditions and did not have sensitive skin. It was unknown of the patient checked his skin under the heatwrap. The patient was not engaging in exercise while using the product as he has back pain but he did a lot of walking. It was unknown if the patient was taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time of the event. It was also reported that the involved products have been discarded and the packaging was sealed and intact. The action taken with thermacare heatwraps was permanently withdrawn. The outcome of the event was recovered. Company clinical evaluation comment: based on the information provided, the event "burns and blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device., comment: based on the information provided, the event "burns and blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. This event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots.an evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-# complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exists for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. On the basis of this evaluation, a trend does not exist for this lot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal dat...

Event description:
Got burned and had blisters [burns second degree], wore the heatwrap sometimes on the skin/read the usage instructions on the thermacare heatwrap before using the product [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer (patient's father). This consumer reported same events for two patients. This is the second of two reports. A 60-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) device lot number ad3848, expiration date 21dec2021, also reported as expiration date 31oct2021, on his back since 2016 or 2017, for back pain. The color of the box was red, the size was l/xl, 2-count package. Medical history and concomitant medications were not reported. It was unknown if the patient used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient started using the thermacare heatwraps in 2016 or 2017. He did not have any problem with these products at first. He got burned and had blisters on more than one occasion, unknown number of times since 2016 or 2017 with the most recent occurrence in (B)(6) 2019 or (B)(6) 2019. This happened several times because he did not know what was going on and he had back pain. He thought he noticed the events the next day or two. He recovered completely from the events approximately 1-2 weeks after event from/onset dates. It was unknown of the patient received any treatment or other medical intervention for the event. The father stated that the patient read the usage instructions on the thermacare heatwrap before using the product. He used the heatwrap for "maybe 8 hours". The father reported that the patient probably wore the heatwrap sometimes on the skin, sometimes over a t-shirt. The patients' skin tone was described as medium (neither light nor dark). He had no abnormal skin conditions and did not have sensitive skin. It was unknown of the patient checked his skin under the heatwrap. The patient was not engaging in exercise while using the product as he had back pain but he did a lot of walking. It was unknown if the patient was taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) at the time of the event. It was also reported that the involved products had been discarded and the packaging was sealed and intact. The action taken with thermacare heatwrap was permanently withdrawn. The outcome of the event got burned and had blisters was recovered in 2019 and the outcome of the other event was unknown. Per the product complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burns and blisters." The cause of the consumer reporting receiving burns and blisters from the wrap is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Batch ad3848 is the only lot within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the sixth complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-# complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exists for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. On the basis of this evaluation, a trend does not exist for this lot. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-#, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Additional information received from product quality complaints included: severity of harm was s3. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow-up (20aug2019): new information received from the product quality complaint group includes: investigation summary. Follow-up attempts are completed. No further information is expected. Follow-up (23aug2019): this is a follow-up report from the product quality complaint group includes additional expiration date, severity assessment and event "wore the heatwrap sometimes on the skin/read the usage instructions on the thermacare heatwrap before using the product" added. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events "burns and blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "burns and blisters" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.